Event description:
This was a bilateral system. Reference MFR 3004209178-2012-11118.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v750324, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v605573, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient's left side implantable neurostimulator (ins) did not work as well as they thought it would but the right side ins did work. It was noted the health care provider did not know why it wasn't working. Patient had fallen and broke their hip one week prior to report, it was stated this injury was unrelated to dbs. Follow up from the health care provider reported the cause of the event was the right side dbs device was not turned on and caused an imbalance. No further information was reported. Reference manufacturer # 3004209178-2012-11118 for report on patient with bilateral dbs system.